Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experience upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly and was secured in the handle slot when received. A crimp was present on the tripwire. It was also noted that there were four bands attached to the ligator head and did not present any visual damage. The ligator head teeth were not bent. The suture hole did not have failures. It was possible to observe that the suture was returned cut with one section attached to the trip wire loop and with two knots founds, the other section was attached to the ligator head with one knot found, indicating that the three bands were successfully deployed. Further analysis noted that the evidence of suture cut with an evidence of sharp tool used was likely to remove the device from the scope. This condition is not considered as an issue of the device. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was not confirmed. Based on the evaluation of the returned device, no failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experience upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.